Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that in 2005, the patient presented for a doctor's visit due to back pain. On (B)(6) 2006, the surgeon performed a spinal fusion surgery on the patient in which rhbmp-2/acs was used. After this surgery, the patient developed a sideways gait, causing her to limp at all times when she walks. In follow-up, the surgeon informed the patient that the hardware "didn't take" and he would need to remove it and install new hardware. On (B)(6) 2007, patient's surgeon performed a revision surgery in which the surgeon installed new hardware in patient's back. After the second surgery, patient's condition deteriorated further and she was in constant pain. On (B)(6) 2009, the surgeon performed a third surgery on the patient extending the rods and screws from the levels at l3 through s1. This surgery caused further deterioration in patient's body. She could no longer move her hips from side to side. She had to wear a bone stimulator device around her abdomen for 12 hours a day. On (B)(6) 2010, the surgeon performed a fourth surgery on the patient. Since the fourth surgery, she could no longer control her bowels. The patient is now handicapped, has occasional paralysis, and is in constant pain.